Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer¿s representative regarding a patient who was receiving 2000 mcg/ml of fentanyl at 750 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient had complaints of intermittent episodes of increased pain beginning roughly a month prior to the event. The patient¿s hcp opted to replace the catheter and pump on (B)(6) 2016.

Manufacturer narrative:
Refers to the main device: product ID 8709, lot# j11154r58, implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: catheter. Updated to incorporate the information received on (B)(6) 2016 updated to include the device code pertinent to the catheter event referenced in the information received on (B)(6) 2016.

Event description:
Additional information was received on (B)(6) 2016 by the manufacturer's representative (rep). It was reported that the patient would have intermittent pain relief and was being refilled by an at home infusion group, so the patient was not seeing the hcp for refills. The patient would see the hcp at other intervals for their follow-up care. According to the rep, it was reported that a dye study was performed about a month prior to this event to determine the cause of the pain and the hcp could not aspirate the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.